Event description:
It was reported that the tip of the blade of the unit broke off in the knee of the patient. The broken piece was retrieved with a grasper. It was further reported that the procedure was delayed for 1 hour. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.